Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 81.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and had offset coil winds. Conclusions: evaluation of the returned ruby coil revealed offset coil winds on its embolization coil. If the device is forcefully advanced against resistance damage such as offset coil winds may occur. The lantern used in the procedure was not returned for evaluation; therefore, the root cause of the resistance was unable to be determined. During functional testing, the ruby coil was able to advance through a demonstration lantern without issue. Further evaluation revealed a pusher assembly kink. This kink was likely incidental to the complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and lantern delivery microcatheter (lantern). During the procedure, the physician placed two ruby coils in the target vessel using the lantern. While advancing the next ruby coil through the lantern, the physician experienced resistance; therefore, the ruby coil was removed. The procedure was completed using two additional ruby coils, a pod packing coil, and the same lantern. There was no report of an adverse effect to the patient.